Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical event and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient sought medical attention for what was thought to be diabetic ketoacidosis (dka). The patient's blood glucose levels reached 30 mmol/l (540 mg/dl) while wearing the pod. Specific details regarding the medical event was not provided. Additional information was solicited, but unavailable.